Manufacturer narrative:
A express-vascular ld, pmtd, 9.0x40x75cm was received for analysis. A visual examination the stent in the correct position on the balloon of the device. Two rows of struts in the center of the stent were found to be damaged. This type of damage is consistent with excessive force being applied to the device. No other issues were identified with the stent that could potentially have contributed to the complaint incident. A visual examination identified the balloon had been subjected to positive pressure. A visual examination identified no issues with the balloon material that could potentially have contributed to the complaint incident. A visual examination identified no issues with the tip of the device during analysis that could have contributed to the complaint incident. A visual and tactile examination identified no damage or any issues along the length of the device. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on 22dec2021. It was reported that crossing difficulties were encountered. The target lesion was located in the subclavian artery. A 9.0x40x75cm express ld vascular stent was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient condition was good. However, returned device analysis revealed a stent damage.